Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was no longer working. After the procedure the patient recovered.